Event description:
It was reported that after a sigmoid colon stricture procedure, a post-op leak was discovered 7 days after the original procedure. There were no issues reported during the original procedure. During the reoperation, the leak was noted to be at the staple line for the end to end anastomosis. The patient recovered and is doing well at this time. Device was discarded.

Manufacturer narrative:
(B)(4). Information unavailable.